Event description:
According to the customer, the catheter that was placed on (B)(6) 2023 was "plugged at the point where the foley connects to the tubing as well as at the point where the tubing enters the catheter bag."

Manufacturer narrative:
According to the customer, the catheter that was placed on (B)(6) 2023 was "plugged at the point where the foley connects to the tubing as well as at the point where the tubing enters the catheter bag". The customer reported the catheter required to be "continuously milked and bypassing twice". The customer reported after irrigation was unsuccessful they replaced the catheter on (B)(6) 2023. The customer did not report any serious injury. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.